Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported low downstream occlusion. A review of the event history log identified downstream occlusion messages. The device passed downstream occlusion testing but the downstream tubing guide was damaged and the downstream tubing guide gap out of specification. It was determined that the downstream tubing guide required adjustment to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Service evaluation found a delayed keypad response. The cause was identified to be a failed processor printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a low downstream occlusion during testing. There was no patient involvement. No additional information is available.